Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room in backup vvi, experiencing syncope. The patient's presenting rhythm was intrinsic in the 20's. The hardware elective replacement indicator (eri) byte indicated that the pulse generator had not reached hardware eri. Due to the inability to communicate further and unsuccessful attempts to download software, further troubleshooting could not be performed. The pulse generator was replaced.